Event description:
The following was reported: mps reports that while e-stop was engaged, robot arm moved while softly pushed. No troubleshooting actions reported.

Manufacturer narrative:
An event regarding registration fails involving a mako robotic arm was reported. The event was confirmed. Method & results: product evaluation and results: the field service engineer reported: problem reproduced: troubleshooting notes: no troubleshooting actions reported. Work performed: mps reported that the issue has not persisted. Work order disposition: system investigation completed successfully as per service manual. All system checks and tests passed, system is ready for use. Clinician review: no medical records were received for review with a clinical consultant. Product history review: a product history review is not required, as no manufacturing specific issue has been alleged. A complaint history review: a complaint history review is not required as there was no patient involvement. Conclusions: no patient was involved and no actual or potential patient harm existed for the alleged event. The alleged failure mode was not confirmed because the product was not available for inspection. No additional investigation or specific actions are required. If additional information is received then the complaint will be reopened.

Event description:
No new information.